Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator panel circuit breaker was evaluated and reset. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.